Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional and electrical testing and the device met product specifications. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of the issue was determined to be use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a call pd nurse - high drain 108 alarm occurred on a homechoice device. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This occurred at the end of therapy. The patient did not feel any symptoms of increased intra-peritoneal volume. The patient did complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.